Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the touch screen shattered when dropped and is now unresponsive, there was no reported impact to customers' blood glucose level.